Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient experienced an allergic skin reaction associated with the use of the cleo 90 infusion set. The patient used flonase, skin prep, tegaderm as a barrier prior to cleo 90 application, and use of benadryl; however, those measures provided limited relief, and benadryl caused stinging at the site. The patient also used antibiotic ointment to treat the affected area. Due to ongoing skin irritation and rash, the patient had temporarily discontinued pump use.